Event description:
It was reported to the MFR by the user facility ((B)(6)), per the facility, the hi/lo actuator pin came out causing the leg to drop, bending the actuator. There was a resident in the bed, but no one was injured. Contact was made on (B)(4) 2013 with (B)(6) at the facility, who stated that I should contact maintenance. Contact was made on (B)(4) 2013 with (B)(6), environmental, at the facility, whom stated that she would call me back. After the initial contact with (B)(6), several calls were made to the facility on multiple occasions with no further response from the facility. (B)(4) was entered into our system. (B)(4) was initiated in our system for product eval. The product has not been returned to joerns as of the writing.